Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per e-mail communication, the patient underwent exploratory laparotomy with repair of a small perforation. No relevant supporting clinical information has been provided to assist with a clinical investigation. Although requested, the operative was not provided for review. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was communicated that the patient is ¿doing well overall, returned home after discharge from rehab.¿ should any additional clinical information be provided this complaint will be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, the end of the instrument malfunctioned, and a bowel was perforated. No other complications were reported.